Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 130 and 258mg/dl. Tests were done within 10 mins. Pt using expired solution and does not have check strips. No further info has been reported.